Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an infection. It was noted that the explanted products would be sent to pathology at the hospital and will likely not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.